Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) reviewed device data and suspected the noise appeared to be lead related. However, in an earlier episode, it appeared there were atrial signals being oversensed on the ventricular channel. It was noted this patient was not device dependent. Ts recommended measuring the height of the noise to determine reprogramming options. Ts also recommended to continue to monitor the patient. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.